Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure confirmation test/plaintiff denies undergoing an essure". The patient's concurrent conditions included epigastric pain, back pain, generalized anxiety disorder and abdominal pain. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), loss of libido ("loss of ibido"), hot flush ("hot flashes"), vaginal haemorrhage ("vaginal haemorrhagia"), menorrhagia ("menorrhagia);"), cystitis ("bladder infection"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia"), panic attack ("panic attacks"), social anxiety disorder ("social anxiety"), feeling abnormal ("brain fog"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), device dislocation ("migration of essure device pushed up to her ovary"), nausea ("nausea;"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), device expulsion ("expulsion of essure device"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), weight increased ("weight gain"), cholecystectomy ("gallbladder removed"), dyspepsia ("frequent"), gastrooesophageal reflux disease ("acid reflux"), intervertebral disc protrusion ("bulging disc"), back pain ("severe back pain"), hypoaesthesia ("numbness in legs and feet") and alopecia ("hair loss"). The patient was treated with surgery (robotic essure removal, diagnostic hysteroscopy, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, anxiety, loss of libido, hot flush, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, panic attack, social anxiety disorder, feeling abnormal, bladder disorder, urinary tract disorder, device dislocation, nausea, dysmenorrhoea, dyspareunia, device expulsion, vaginal discharge, fatigue, weight increased, cholecystectomy, dyspepsia, gastrooesophageal reflux disease, intervertebral disc protrusion, back pain, hypoaesthesia and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, cholecystectomy, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, hot flush, hypoaesthesia, intervertebral disc protrusion, loss of libido, menorrhagia, nausea, panic attack, pelvic pain, social anxiety disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- fatigue, nausea, pelvic pain, panic attack, anxiety most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received, reporter added, aka added, product information updated, events added are as follows- loss of libido, hot flash, anxiety, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, panic attack, social anxiety disorder, female abnormal, bladder disorder, urinary tract disorder, device dislocation, nausea, dysmenorrhoea, dyspareunia, device expulsion, vaginal discharge, fatigue, weight increased, cholecystectomy, dyspepsia, gastrooesophageal reflux disease, intervertebral disc protrusion, back pain, hypoaesthesia, alopecia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device pushed up to her ovary'), pelvic pain ('pain') and cholecystectomy ('gallbladder removed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test/plaintiff denies undergoing an essure". The patient's medical history included abortion, cesarean section, unintended pregnancy, postoperative adhesion, arthritis, hypertension, depression, fibromyalgia, migraine headache, rheumatoid arthritis, osteoarthritis, musculoskeletal pain, obesity and hyperlipidemia. Previously administered products included for an unreported indication: depo-provera in 2012 and ortho tri-cyclen from 2010 to 2012. Concurrent conditions included epigastric pain, thoracic back pain, generalized anxiety disorder, abdominal pain, abdominal pain, obesity, epigastric pain, cholelithiasis, neck pain, pain in extremity, numbness and tingling. Concomitant products included alprazolam, calcium, citalopram, fenofibrate, loratadine, pseudoephedrine sulfate (claritin-d allergy), sertraline hydrochloride (zoloft) and sucralfate (carafate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), loss of libido ("loss of ibido"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia"), feeling abnormal ("brain fog"), pollakiuria ("bladder disorder - increased frequency"), nausea ("nausea;"), dysmenorrhoea ("dysmenorrhea ( cramping )"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), gastrooesophageal reflux disease ("acid reflux / gerd"), intervertebral disc protrusion ("bulging disc"), back pain ("severe back pain"), hypoaesthesia ("numbness in legs and feet") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("anxiety / social anxiety originally diagnosed in 2011,increased severity in 2013/ worried") and panic attack ("panic attacks"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), social anxiety disorder ("social anxiety"), dyspepsia ("frequent heartburn"), headache ("headaches"), the first episode of night sweats ("night sweats"), the second episode of night sweats ("terrible soaking wet night sweats"), abdominal pain upper ("cramping pain in stomach"), polymenorrhoea ("I did have periods every 28 days and lasted 7 day before essure now I,ve had essure 6 month plus and I have a period approximately every 15 days for 2 days"), dizziness ("I'm in so much pain and dizzy from blood loss"), haemorrhage ("I'm in so much pain and dizzy from blood loss"), arthralgia ("hip pain") and pain in extremity ("upper leg pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with both tubes with coils and robotic essure removal, diagnostic hysteroscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, device expulsion, loss of libido, hot flush, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, panic attack, social anxiety disorder, feeling abnormal, pollakiuria, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, cholecystectomy, dyspepsia, gastrooesophageal reflux disease, intervertebral disc protrusion, hypoaesthesia, alopecia, headache, the last episode of night sweats, abdominal pain upper, polymenorrhoea, dizziness and haemorrhage outcome was unknown, the anxiety was resolving and the vaginal haemorrhage, back pain, arthralgia and pain in extremity had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, cholecystectomy, cystitis, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc protrusion, loss of libido, menorrhagia, nausea, pain in extremity, panic attack, pelvic pain, pollakiuria, polymenorrhoea, social anxiety disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of night sweats and the second episode of night sweats to be related to essure. The reporter commented: need for additional surgery. Essure coils for patient pickup. The tubes are sectioned to reveal lumina which contain a silver, metallic coiling device. One metallic coil is present in each fallopian tube. The metallic coil is for gross examination only. There is no evidence of malignancy. Current weight 224 lbs. Received treatment for pelvic pain, bulging disc, back pain, loss of libido, hot flashes, brain fog, numbness in leg and feet , infection, apareunia, anxiety, panic attack, pollakiuria, dysmenorrhea, dyspareunia, device expulsion, vaginal discharge, fatigue, weight gain, gerd . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Most recent follow-up information incorporated above includes: on 8-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device pushed up to her ovary'), pelvic pain ('pain') and cholecystectomy ('gallbladder removed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test/plaintiff denies undergoing an essure". The patient's medical history included abortion, cesarean section, unintended pregnancy, postoperative adhesion, arthritis, hypertension, depression, fibromyalgia, migraine headache, rheumatoid arthritis, osteoarthritis, musculoskeletal pain, obesity and hyperlipidemia. Previously administered products included for an unreported indication: depo-provera in 2012 and ortho tri-cyclen from 2010 to 2012. Concurrent conditions included epigastric pain, thoracic back pain, generalized anxiety disorder, abdominal pain, abdominal pain, obesity, epigastric pain, cholelithiasis, neck pain, pain in extremity, numbness and tingling. Concomitant products included alprazolam, calcium, citalopram, fenofibrate, loratadine, pseudoephedrine sulfate (claritin-d allergy), sertraline hydrochloride (zoloft) and sucralfate (carafate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), loss of libido ("loss of ibido"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia"), feeling abnormal ("brain fog"), pollakiuria ("bladder disorder - increased frequency"), nausea ("nausea;"), dysmenorrhoea ("dysmenorrhea ( cramping )"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), gastrooesophageal reflux disease ("acid reflux / gerd"), intervertebral disc protrusion ("bulging disc"), back pain ("severe back pain"), hypoaesthesia ("numbness in legs and feet") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("anxiety / social anxiety originally diagnosed in 2011,increased severity in 2013/ worried") and panic attack ("panic attacks"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), social anxiety disorder ("social anxiety"), dyspepsia ("frequent heartburn"), headache ("headaches"), the first episode of night sweats ("night sweats"), the second episode of night sweats ("terrible soaking wet night sweats"), abdominal pain upper ("cramping pain in stomach"), polymenorrhoea ("I did have periods every 28 days and lasted 7 day before essure now I,ve had essure 6 month plus and I have a period approximately every 15 days for 2 days"), dizziness ("I'm in so much pain and dizzy from blood loss"), haemorrhage ("I'm in so much pain and dizzy from blood loss"), arthralgia ("hip pain") and pain in extremity ("upper leg pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with both tubes with coils and robotic essure removal, diagnostic hysteroscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, device expulsion, loss of libido, hot flush, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, panic attack, social anxiety disorder, feeling abnormal, pollakiuria, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, cholecystectomy, dyspepsia, gastrooesophageal reflux disease, intervertebral disc protrusion, hypoaesthesia, alopecia, headache, the last episode of night sweats, abdominal pain upper, polymenorrhoea, dizziness and haemorrhage outcome was unknown, the anxiety was resolving and the vaginal haemorrhage, back pain, arthralgia and pain in extremity had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, cholecystectomy, cystitis, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc protrusion, loss of libido, menorrhagia, nausea, pain in extremity, panic attack, pelvic pain, pollakiuria, polymenorrhoea, social anxiety disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of night sweats and the second episode of night sweats to be related to essure. The reporter commented: need for additional surgery. Essure coils for patient pickup. The tubes are sectioned to reveal lumina which contain a silver, metallic coiling device. One metallic coil is present in each fallopian tube. The metallic coil is for gross examination only. There is no evidence of malignancy. Current weight 224 lbs. Received treatment for pelvic pain, bulging disc, back pain, loss of libido, hot flashes, brain fog, numbness in leg and feet , infection, apareunia, anxiety, panic attack, pollakiuria, dysmenorrhea, dyspareunia, device expulsion, vaginal discharge, fatigue, weight gain, gerd . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Most recent follow-up information incorporated above includes: on 8-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device pushed up to her ovary'), pelvic pain ('pain') and cholecystectomy ('gallbladder removed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test/plaintiff denies undergoing an essure". The patient's medical history included abortion, cesarean section, unintended pregnancy, postoperative adhesion, arthritis, hypertension, depression, fibromyalgia, migraine headache, rheumatoid arthritis, osteoarthritis, musculoskeletal pain, obesity and hyperlipidemia. Previously administered products included for an unreported indication: depo-provera in 2012 and ortho tri-cyclen from 2010 to 2012. Concurrent conditions included epigastric pain, thoracic back pain, generalized anxiety disorder, abdominal pain, abdominal pain, obesity, epigastric pain, cholelithiasis, neck pain, pain in extremity, numbness and tingling. Concomitant products included alprazolam, calcium, citalopram, fenofibrate, loratadine, pseudoephedrine sulfate (claritin-d allergy), sertraline hydrochloride (zoloft) and sucralfate (carafate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), loss of libido ("loss of libido"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia"), feeling abnormal ("brain fog"), pollakiuria ("bladder disorder - increased frequency"), nausea ("nausea;"), dysmenorrhoea ("dysmenorrhea ( cramping )"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), gastrooesophageal reflux disease ("acid reflux / gerd"), intervertebral disc protrusion ("bulging disc"), back pain ("severe back pain"), hypoaesthesia ("numbness in legs and feet") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("anxiety / social anxiety originally diagnosed in 2011,increased severity in 2013/ worried") and panic attack ("panic attacks"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), social anxiety disorder ("social anxiety"), dyspepsia ("frequent heartburn"), headache ("headaches"), night sweats ("night sweats"), hyperhidrosis ("terrible soaking wet night sweats"), abdominal pain upper ("cramping pain in stomach"), polymenorrhoea ("I did have periods every 28 days and lasted 7 day before essure now I've had essure 6 month plus and I have a period approximately every 15 days for 2 days"), dizziness ("I'm in so much pain and dizzy from blood loss"), haemorrhage ("I'm in so much pain and dizzy from blood loss"), arthralgia ("hip pain") and pain in extremity ("upper leg pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with both tubes with coils and robotic essure removal, diagnostic hysteroscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, device expulsion, loss of libido, hot flush, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, panic attack, social anxiety disorder, feeling abnormal, pollakiuria, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, cholecystectomy, dyspepsia, gastrooesophageal reflux disease, intervertebral disc protrusion, hypoaesthesia, alopecia, headache, night sweats, hyperhidrosis, abdominal pain upper, polymenorrhoea, dizziness and haemorrhage outcome was unknown, the anxiety was resolving and the vaginal haemorrhage, back pain, arthralgia and pain in extremity had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, cholecystectomy, cystitis, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, haemorrhage, headache, hot flush, hyperhidrosis, hypoaesthesia, intervertebral disc protrusion, loss of libido, menorrhagia, nausea, night sweats, pain in extremity, panic attack, pelvic pain, pollakiuria, polymenorrhoea, social anxiety disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Essure coils for patient pickup. The tubes are sectioned to reveal lumina which contain a silver, metallic coiling device. One metallic coil is present in each fallopian tube. The metallic coil is for gross examination only. There is no evidence of malignancy. Current weight 224 lbs. Received treatment for pelvic pain, bulging disc, back pain, loss of libido, hot flashes, brain fog, numbness in leg and feet , infection, apareunia, anxiety, panic attack, pollakiuria, dysmenorrhea, dyspareunia, device expulsion, vaginal discharge, fatigue, weight gain, gerd. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media: previously added event bladder problem updated to pollakiuria. New events headaches, night sweats, hyperhidrosis, abdominal pain upper, polymenorrhea, dizzy, blood loss, arthralgia, pain in extremity added. Concomitant drug was added. Reporter was added. Medical history, historical drug was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and anxiety outcome was unknown. The reporter considered anxiety and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.